Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that it was not providing adequate pain relief; actions taken included explanting and not replacing the system. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient returned to the clinic on (B)(6) 2018 to discuss the device removal and stated that the therapy had not been working; the diagnosis was a loss of efficacy. It was noted that the event was related to the device or therapy and not related to the implant procedure. Interventions taken included explanting and not replacing the system; the outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the inadequate pain relief, the therapy not working, and the loss of efficacy was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.